Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The patient¿s heart rate was lower than that of the programmed lower rate of the device and the physician feels the device is "not working correctly". The device remains in use. No further patient complications have been reported as a result of this event.